Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, gravida I and parity 1. Concurrent conditions included difficulty breathing, cough, dyspnea and dysfunctional uterine bleeding. Concomitant products included acetylsalicylic acid (aspirine) since (B)(6)2017, alprazolam and atorvastatin since (B)(6)2017. In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain") and bone pain ("bone pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), tooth disorder ("dental problems") and vision blurred ("vision/eye problems, type: blurry vision"). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced white matter lesion ("neurological conditions or problems - type: white matter lesions") and feeling abnormal ("neurological conditions or problems - type: brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), panic attack ("panic attack"), cerebrovascular accident ("neurological conditions or problems - type: stroke"), back pain ("back pain") and temporomandibular joint syndrome ("tmj pain / pain in temporomandibular joint"). The patient was treated with surgery (to remove the implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anxiety, panic attack, urinary tract disorder, bladder disorder, headache, tooth disorder, cerebrovascular accident, white matter lesion, feeling abnormal, dyspareunia, fatigue, vaginal discharge, vision blurred, weight increased, arthralgia, bone pain, back pain and temporomandibular joint syndrome outcome was unknown and the migraine and dysmenorrhoea had resolved. The reporter considered anxiety, arthralgia, back pain, bladder disorder, bone pain, cerebrovascular accident, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, panic attack, pelvic pain, temporomandibular joint syndrome, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and white matter lesion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, bone pain, arthralgia, feeling abnormal. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, panic attack, bladder or urinary problems or changes, migraines / headaches, dental problems, neurological conditions or problems type: stroke, white matter lesions, brain fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, vision/eye problems, type: blurry vision, weight gain / loss specify which one: weight gain, bone pain, joint pain, back pain, tmj pain, did not undergo confirmation test. Reporter information, aka name, medical history, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), transient ischaemic attack ("neurological condiitons or problems - type:transient ischaemic attack"), central nervous system vasculitis ("inflammation in the small vessles") and tooth disorder ("dental problems") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, gravida I and parity 1. Concurrent conditions included difficulty breathing, cough, dyspnea, dysfunctional uterine bleeding and high cholesterol. Concomitant products included acetylsalicylic acid (aspirin (e.c.)) Since (B)(6) 2017, alprazolam, alprazolam (xanax), atorvastatin since (B)(6) 2017 and nabumetone. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain") and bone pain ("bone pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced tooth disorder (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety") and vision blurred ("vision/eye problems, type: blurry vision"). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced transient ischaemic attack (seriousness criterion medically significant), central nervous system vasculitis (seriousness criterion medically significant), feeling abnormal ("neurological condiitons or problems - type: brain fog") and white matter lesion ("neurological condiitons or problems - type: white matter lesions"). On an unknown date, the patient experienced panic attack ("panic attack"), back pain ("back pain") and temporomandibular joint syndrome ("tmj pain / pain in temporomandibular joint"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and root canal , fillings, crowns,. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, transient ischaemic attack, central nervous system vasculitis, tooth disorder, menorrhagia, vaginal haemorrhage, anxiety, panic attack, urinary tract disorder, bladder disorder, headache, feeling abnormal, dyspareunia, fatigue, vaginal discharge, vision blurred, weight increased, arthralgia, bone pain, back pain, temporomandibular joint syndrome and white matter lesion outcome was unknown and the migraine and dysmenorrhoea had resolved. The reporter considered anxiety, arthralgia, back pain, bladder disorder, bone pain, central nervous system vasculitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, panic attack, pelvic pain, temporomandibular joint syndrome, tooth disorder, transient ischaemic attack, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and white matter lesion to be related to essure. The reporter commented: *insertion details, specify- the device was noted to be in good position with 6 trailing coils on the l side.the opposite tubal ostium was treated in a similar fashion with 5 trailing coils on the r side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, bone pain, arthralgia, feeling abnormal. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received- event: neurological condiitons or problems - type: stroke/stroke like symptoms updated to neurological condiitons or problems - type: transient ischaemic attack. New event added: inflammation in the small vessles were added. New reporter, concomitant drug, medical history were added. Incident no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils have migrated far from where they were placed'), pelvic pain ('pain'), transient ischaemic attack ('neurological conditions or problems - type:transient ischaemic attack/stroke like symptoms'), central nervous system vasculitis ('neurological conditions or problems type: inflammation in the small vessels'), tooth disorder ('dental problems/rapid decay'), genital haemorrhage ('bleeding'), myocardial infarction ('heart attack') and loss of consciousness ('passed out on a couch for couple of hours') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, gravida I and parity 1. Concurrent conditions included difficulty breathing, cough, dyspnea, dysfunctional uterine bleeding, high cholesterol and high risk pregnancy. Concomitant products included acetylsalicylic acid (aspirin (e.c.)) Since (B)(6) 2017, alprazolam, alprazolam (xanax), atorvastatin since 6-sep-2017 and nabumetone. In 2012, the patient experienced bone pain ("bone pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and arthralgia ("joint pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)/ debilitating period pain"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems, type: blurry vision/astigmatism in my right eye") and mental disorder ("psychological or psychiatric problems or condition"). In 2013, the patient experienced tooth disorder (seriousness criterion medically significant) and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder problems or changes/ my bladder was not cooperating"). In (B)(6) 2017, the patient experienced transient ischaemic attack (seriousness criteria hospitalization and medically significant), central nervous system vasculitis (seriousness criterion medically significant) and white matter lesion ("neurological conditions or problems - type: white matter lesions of brain"). In 2017, the patient experienced feeling abnormal ("neurological conditions or problems - type: brain fog"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), panic attack ("panic attack"), back pain ("back pain"), temporomandibular joint syndrome ("tmj pain / pain in temporomandibular joint"), inflammation ("systemic inflammation"), dry mouth ("autoimmune diseases: dry mouth/lack of saliva"), joint swelling ("swelling in my ankles"), polycystic ovaries ("ovaries are sensitive"), freezing phenomenon ("freezing"), hyperhidrosis ("sweating"), nausea ("nauseous"), pain in extremity ("feet were so sore"), sinusitis ("sinus infection"), ear infection ("ear infection"), menstrual disorder ("horrendous period issues with debilitating cramps and large clots/more painful"), hot flush ("hot flashes "), dizziness ("dizziness/light headed"), scar ("tiny scar hidden in my belly button"), genital haemorrhage (seriousness criterion medically significant), diarrhoea ("diarrhea"), abdominal pain ("sore abdomen"), abdominal pain lower ("cramps"), chest pain ("chest pain"), biliary colic ("gall bladder attacks"), gluten sensitivity ("gluten intolerance"), allergy to metals ("nickel sensitivity"), dyspepsia ("chronic digestive issues"), urinary tract infection ("uti"), sensory loss ("loss of sensation/movement"), cns vasculitis ("inflammation in the blood vessels in my brain"), memory impairment ("memory issues"), gastrooesophageal reflux disease ("gerd"), carpal tunnel syndrome ("carpel tunnel issues"), paraesthesia ("tingling in feet and hands"), hypoaesthesia ("numbness in feet and hands"), alopecia ("hair loss"), insomnia ("not being able to sleep normally"), haemorrhoids ("hemorrhoids"), myocardial infarction (seriousness criterion medically significant), rash ("rash"), abdominal distension ("bloating"), urinary retention postoperative ("post-operative urinary retention"), tic ("eye tic"), onychomycosis ("toenail fungal infection"), tinnitus ("noise in ear/ringing in ear"), astigmatism ("astigmatism in right eye"), herpes zoster ("shingles"), sleep disorder ("had removal a month ago still having sleep issues both falling asleep and staying that way"), sneezing ("sneezing") and loss of consciousness (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and root canal , fillings, crowns. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, transient ischaemic attack, central nervous system vasculitis, tooth disorder, menorrhagia, vaginal haemorrhage, anxiety, panic attack, urinary tract disorder, bladder disorder, headache, feeling abnormal, dyspareunia, fatigue, vaginal discharge, vision blurred, weight increased, arthralgia, bone pain, temporomandibular joint syndrome, white matter lesion, mental disorder, inflammation, dry mouth, joint swelling, polycystic ovaries, hyperhidrosis, nausea, sinusitis, ear infection, menstrual disorder, hot flush, dizziness, scar, genital haemorrhage, diarrhoea, abdominal pain, abdominal pain lower, chest pain, biliary colic, gluten sensitivity, allergy to metals, dyspepsia, urinary tract infection, sensory loss, cns vasculitis, memory impairment, gastrooesophageal reflux disease, carpal tunnel syndrome, paraesthesia, alopecia, insomnia, haemorrhoids, myocardial infarction, rash, abdominal distension, urinary retention postoperative, tic, onychomycosis, tinnitus, astigmatism, herpes zoster, sneezing and loss of consciousness outcome was unknown, the pelvic pain, migraine, dysmenorrhoea and back pain had resolved and the sleep disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, astigmatism, back pain, biliary colic, bladder disorder, bone pain, carpal tunnel syndrome, central nervous system vasculitis, chest pain, device dislocation, diarrhoea, dizziness, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, ear infection, fatigue, feeling abnormal, freezing phenomenon, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, haemorrhoids, headache, herpes zoster, hot flush, hyperhidrosis, hypoaesthesia, inflammation, insomnia, joint swelling, loss of consciousness, memory impairment, menorrhagia, menstrual disorder, mental disorder, migraine, myocardial infarction, nausea, onychomycosis, pain in extremity, panic attack, paraesthesia, pelvic pain, polycystic ovaries, rash, scar, sensory loss, sinusitis, sleep disorder, sneezing, temporomandibular joint syndrome, tic, tinnitus, tooth disorder, transient ischaemic attack, urinary retention postoperative, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, white matter lesion and cns vasculitis to be related to essure. The reporter commented: *insertion details, specify- the device was noted to be in good position with 6 trailing coils on the l side. The opposite tubal ostium was treated in a similar fashion with 5 trailing coils on the r side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, bone pain, arthralgia, feeling abnormal. Concerning the injuries reported in this case, the following ones were described in patients social media confirming: transient ischemic attack, anxiety, arthralgia, back pain, white matter lesions, vision blurred, fatigue, migraine, urinary tract disorder. Central nervous system vasculitis, anxiety, stroke like symptoms, panic attack, arthralgia. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu(5) and (6) processed together. Social media received : following event was added : had removal a month ago still having sleep issues both falling asleep and staying that way, sneezing, loss of consciousness. On 2-dec-2019: fu(5) and (6) processed together. Pfs received : reporter information added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils have migrated far from where they were placed'), pelvic pain ('pain'), transient ischaemic attack ('neurological condiitons or problems - type:transient ischaemic attack/stroke like symptoms'), central nervous system vasculitis ('neurological conditions or problems type: inflammation in the small vessles'), tooth disorder ('dental problems/rapid decay'), genital haemorrhage ('bleeding') and myocardial infarction ('heart attack') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, gravida I and parity 1. Concurrent conditions included difficulty breathing, cough, dyspnea, dysfunctional uterine bleeding, high cholesterol and high risk pregnancy. Concomitant products included acetylsalicylic acid (aspirin (e.c.)) Since (B)(6) 2017, alprazolam, alprazolam (xanax), atorvastatin since (B)(6) 2017 and nabumetone. In 2012, the patient experienced bone pain ("bone pain"). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and arthralgia ("joint pain"). In october 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In november 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In december 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)/ debilitating period pain"). In april 2013, the patient experienced vision blurred ("vision/eye problems, type: blurry vision/astigmatism in my right eye") and mental disorder ("psychological or psychiatric problems or condition"). In 2013, the patient experienced tooth disorder (seriousness criterion medically significant) and anxiety ("psychological or psychiatric problems condition: anxiety"). In march 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder problems or changes/ my bladder was not cooperating"). In may 2017, the patient experienced transient ischaemic attack (seriousness criteria hospitalization and medically significant), central nervous system vasculitis (seriousness criterion medically significant) and white matter lesion ("neurological condiitons or problems - type: white matter lesions of brain"). In 2017, the patient experienced feeling abnormal ("neurological condiitons or problems - type: brain fog"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), panic attack ("panic attack"), back pain ("back pain"), temporomandibular joint syndrome ("tmj pain / pain in temporomandibular joint"), inflammation ("systemic inflammation"), dry mouth ("autoimmune diseases: dry mouth/lack of saliva"), joint swelling ("swelling in my ankles"), polycystic ovaries ("ovaries are sensitive"), freezing phenomenon ("freezing"), hyperhidrosis ("sweating"), nausea ("nauseous"), pain in extremity ("feet were so sore"), sinusitis ("sinus infection"), ear infection ("ear infection"), menstrual disorder ("horrendous period issues with debilitating cramps and large clots/more painful"), hot flush ("hot flashes "), dizziness ("dizziness/light headed"), scar ("tiny scar hidden in my belly button"), genital haemorrhage (seriousness criterion medically significant), diarrhoea ("diarrhea"), abdominal pain ("sore abdomen"), abdominal pain lower ("cramps"), chest pain ("chest pain"), biliary colic ("gall bladder attacks"), gluten sensitivity ("gluten intolerance"), allergy to metals ("nickel sensitivity"), dyspepsia ("chronic digestive issues"), urinary tract infection ("uti"), sensory loss ("loss of sensation/movement"), cns vasculitis ("inflammation in the blood vessels in my braine"), memory impairment ("memory issues"), gastrooesophageal reflux disease ("gerd"), carpal tunnel syndrome ("carpel tunnel issues"), paraesthesia ("tingling in feet and hands"), hypoaesthesia ("numness in feet and hands"), alopecia ("hair loss"), insomnia ("not being able to sleep normally"), haemorrhoids ("hemerrhoids"), myocardial infarction (seriousness criterion medically significant), rash ("rash"), abdominal distension ("bloating"), urinary retention postoperative ("post-opertaive urinary retention"), tic ("eye tic"), onychomycosis ("toenail fungal infection"), tinnitus ("noise in ear/ringing in ear"), astigmatism ("astigmatism in right eye") and herpes zoster ("shingles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and root canal , fillings, crowns. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, transient ischaemic attack, central nervous system vasculitis, tooth disorder, menorrhagia, vaginal haemorrhage, anxiety, panic attack, urinary tract disorder, bladder disorder, headache, feeling abnormal, dyspareunia, fatigue, vaginal discharge, vision blurred, weight increased, arthralgia, bone pain, temporomandibular joint syndrome, white matter lesion, mental disorder, inflammation, dry mouth, joint swelling, polycystic ovaries, hyperhidrosis, nausea, sinusitis, ear infection, menstrual disorder, hot flush, dizziness, scar, genital haemorrhage, diarrhoea, abdominal pain, abdominal pain lower, chest pain, biliary colic, gluten sensitivity, allergy to metals, dyspepsia, urinary tract infection, sensory loss, cns vasculitis, memory impairment, gastrooesophageal reflux disease, carpal tunnel syndrome, paraesthesia, alopecia, insomnia, haemorrhoids, myocardial infarction, rash, abdominal distension, urinary retention postoperative, tic, onychomycosis, tinnitus, astigmatism and herpes zoster outcome was unknown and the pelvic pain, migraine, dysmenorrhoea and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, astigmatism, back pain, biliary colic, bladder disorder, bone pain, carpal tunnel syndrome, central nervous system vasculitis, chest pain, device dislocation, diarrhoea, dizziness, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, ear infection, fatigue, feeling abnormal, freezing phenomenon, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, haemorrhoids, headache, herpes zoster, hot flush, hyperhidrosis, hypoaesthesia, inflammation, insomnia, joint swelling, memory impairment, menorrhagia, menstrual disorder, mental disorder, migraine, myocardial infarction, nausea, onychomycosis, pain in extremity, panic attack, paraesthesia, pelvic pain, polycystic ovaries, rash, scar, sensory loss, sinusitis, temporomandibular joint syndrome, tic, tinnitus, tooth disorder, transient ischaemic attack, urinary retention postoperative, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, white matter lesion and cns vasculitis to be related to essure. The reporter commented: *insertion details, specify- the device was noted to be in good position with 6 trailing coils on the l side.the opposite tubal ostium was treated in a similar fashion with 5 trailing coils on the r side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, bone pain, arthralgia, feeling abnormal. Concerning the injuries reported in this case, the following ones were described in patients social media confirming: transient ischemic attack, anxiety, arthralgia, back pain, white matter lesions, vision blurred, fatigue, migraine, urinary tract disorder. Central nervous system vasculitis, anxiety, stroke like symptoms, panic attack, arthralgia. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and social media received. New events: migration, psychogical or psychiatric problem/ condition, systemic inflammation, dry mouth, swelling, ovaries are sensitive, freezing, sweating, nausea, feet was sore, sinus infection, ear infection, menstrual disorder, hot flashes, dizziness, tiny scar hidden my belly button, diarrhea, sore abdomen, cramps, chest pain, gall bladder attacks, gluten intolerance, nickel sensitivity, chronic digestive issues, uti, loss of sensation, inflammation in blood vessels in my brains, memory issue, gerd, carpel tunnel syndrome, tingling in feet and hands, numbness in feet and hands, hair loss, insomnia, hemorrhoids, heart attack, rash, bloating were added. Concomitant condition added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.